Event description:
Philips received a complaint by the customer on the v60, indicating that a 1202 "proximal pressure line disconnect" alarm error message was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1202 "proximal pressure line disconnect" alarm error message was displayed.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Manufacturer narrative:
H10: the device was being used with the setting of 4 cmh20 in continuous positive airway pressure (CPAP) mode, but the actual value did not reach 1 cmh2o. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer also noted that the device was being used with the setting of 4 cmh20 in continuous positive airway pressure (CPAP) mode, but the actual value did not reach 1 cmh2o. The customer rebooted the device, but the reported problem remained. The manufacturer's product support engineer (pse) evaluated the device, and although the pse verified that the reported 1202 alarm error did in fact occur in the event log, the pse could not duplicate the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.